Event description:
While attempting to defibrillate a male pt, the device powered off and failed to power back on. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.